Manufacturer narrative:
67 - intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover involved with this complaint and completed device evaluation. Visual inspection found no physical and thermal damage. The mcs tip cover was intact with no noted warp nor deformity and no material missing noted. The mcs tip cover was inserted in the mcs instrument involved with this complaint. The mcs instrument was functionally tested, the installed mcs tip cover held its place and did not fall off during functional testing. The instrument passed all testing specification with no issue found. The customer reported issue was not reproduced during evaluation of the mcs instrument and mcs tip cover.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover involved with this complaint; however, device evaluation has not been completed. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Additionally, the monopolar curved scissors (mcs) instrument that was used with the tip cover was returned for evaluation. Visual inspection of the mcs instrument found no physical damage. The instrument was inserted with an in house mcs tip cover. During functional testing, the mcs tip cover did not fall off the instrument during functional testing. The instrument passed all testing specification with no issue found. The customer reported issue was not reproduced during this evaluation. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the mcs tip cover fell inside the patient. Although it was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted total cystectomy procedure, the monopolar curved scissors (mcs) instrument tip cover fell inside the patient. The mcs tip cover was retrieved during the same surgical procedure. The user completed the procedure with no further issue. There was no report of instrument collision, patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the customer and confirmed that a post-operative test was not required since the fallen piece was already retrieved.